Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the arteriotomy locator was inserted in the insertion sheath and the location was determined. When the angio-seal device was being inserted into the insertion sheath, resistance was felt and the component was not inserted. So the device was removed. Another-seal device was opened and the device was able to be inserted into the insertion sheath. Subsequently, hemostasis was successfully achieved. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 8 fr. Estimated blood loss was reported to be less than 250cc. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.